Event description:
It was reported that oversensing due to crosstalk was observed on the device. No intervention was performed. The patient was stable and there were no adverse consequences.

Event description:
It was reported that oversensing due to crosstalk was observed on the device. The device was explanted and replaced. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.

Manufacturer narrative:
The reported event of oversensing and crosstalk was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.